Manufacturer narrative:
Serial number unknown.

Event description:
The customer reported that the v60 wouldn't recognize the battery. There was no patient involvement.

Manufacturer narrative:
Additional analysis report received from the battery supplier: during the assembly process the operator did not follow the best practices of manual soldering. A s a consequence a solder joint had a pointy peak that pierced through insulation and shorted against a battery cell housing. The short caused a thermal fuse to open and disconnect the cells.